Event description:
It was reported that during a surgical procedure at the user facility, the device was running without user activation, when the battery was inserted. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the magnet was found to be detached from the trigger and the e-box was damaged, which are probable causes of the device running without user activation.